Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), astigmatism ("vision/eye problems type: astigmatism"), vaginal haemorrhage ("abnormal bleeding (vaginal , menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal , menorrhagia)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and fallopian tube disorder ("complications from your essure removal procedure:fallopian tube damaged"). The patient was treated with surgery (unilateral salpingectomy -coil removed in one tube and the other tube was removed entirely.). Essure (ess205) was removed in november 2012. At the time of the report, the pelvic pain, genital haemorrhage, headache, vaginal haemorrhage, menorrhagia, abdominal pain and vulvovaginal pain was resolving and the migraine, dysmenorrhoea, alopecia, astigmatism and fallopian tube disorder outcome was unknown. The reporter considered abdominal pain, alopecia, astigmatism, dysmenorrhoea, fallopian tube disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received : reporter added, patient demographic updated, essure removal date added, event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia),abnormal bleeding (general), migraines , headaches,dysmenorrhea (cramping), hair loss, abdominal pain, vaginal pain, astigmatism,complications from your essure removal procedure: fallopian tube damaged device monitoring procedure not performed. Events severity added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.